Event description:
Initial result for a patient calcium was >20 mg/dl. When repeated on a different instrument the result was 8.7 ng/dl. The incorrect result was not used to guide therapy. The field service rep found the sample probe was clogged and repaired the instrument by replacing the probe.